Event description:
No additional information from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the review of third-party testing, the device evaluation and the complaint investigation. Olympus provided the following result of the culture test, performed at the third-party labs: olympus hmi results 1st sampling: conform. Sampling date: 21-may-2025. Sampling type: sampling solution instrument / biopsy / suction channel; sampling solution/ auxiliary channel; sampling solution air/ water channel; swab distal end bacterial identification: bacillus mycoides the device was evaluated, and no abnormalities were found that could have led to the reported event. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. In general, olympus cannot guarantee the effectiveness, safety, and durability of reprocessing methods not described in this reprocessing manual. If you choose to use a reprocessing method not recommended in this manual, the local institution and/or physicians must assume responsibility for its safety and efficacy. Make sure to carefully inspect each piece of endoscopic equipment for irregularities (damage) prior to each patient procedure. Do not use the equipment if any irregularity is observed. Never use the endoscope on a patient if any irregularity is observed. The irregular endoscope may compromise patient or user safety and may result in more severe equipment damage. In addition, it may pose an infection control risk." In addition, the following reportable malfunctions were identified during the device evaluation: aw-cylinder (tube) has foreign objects, aw-tube has foreign objects. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: based on the data provided, the case can only be partially assessed. There could potentially be a correlation between the device status and cause of contamination. In general, device damages (e.g. Foreign objects in channels) could be a source of microorganisms. Without the cleaned, disinfected, sterilized (cds) information from the customer, we are not able to correlate any possible lapses in reprocessing regarding the validated procedure described in the IFU with product status. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.